Manufacturer narrative:
Additional narrative: device available for evaluation. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.(B)(4).if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The instrument was found broken.

Manufacturer narrative:
During orthokit inspection, performed at (B)(6) warehouse at (B)(6) 2015, it was found that the above device was broken. Examination of the returned instrument confirms the report. The tip has been fractured. The device was produced in (B)(6) 2012 and is over three years into distribution. There is a secondary etch on the device, not applied by depuy. The functional end has heavy deposits of patient bodily fluid adhered to it. The body of the device is scratched and there are several dings obvious. A search of the complaints databases finds no other reports against the product and lot code combination since its release to distribution. The device appears well used. The investigation can draw no further conclusions with the information provided. Dr-002087 and CAPA-004792 have been created to evaluate the product code. Based on the performed investigation, the need for corrective action has not been indicated. Reference (B)(4). Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.